Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Jaws the analysis results of the device found that it was received with the jaws yielded and misaligned. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip applier was crossing the clips during use on patient. Replaced with same like product to continue with the procedure. The patient is stable and no adverse outcome had been reported.